Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors on ps1 were evaluated and reseated. The fuses on power signal interface board were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system shut down without command. This resulted in loss of system functionality. There is no report of death or serious injury.